Event description:
It was reported that during a hand assisted colectomy procedure, the device broke into two pieces. The procedure was completed with another device. There was no adverse consequence to the patient.